Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 18. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bruxism and previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.